Manufacturer narrative:
Manufacturer's investigation conclusion: the report of suspected thrombus could not be confirmed though this evaluation as the device was not returned and no photographs of the explanted pump were provided by the account. It was reported that the patient underwent a heartmate ii to heartmate 3 pump exchange on (B)(6)2019 due to suspected thrombus. No alarms were reported in association with the event. Information provided indicated that the surgeon would not be returning the heartmate ii lvas for evaluation. The heartmate ii lvas IFU lists device thrombosis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The heartmate ii lvas IFU lists device thrombosis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 "patient care and management" (under "pump performance monitoring") outlines indications of pump thrombosis as well as how to respond to such events. In addition, section 6 (under "anticoagulation") outlines the suggested anticoagulation regimen for patients using the heartmate ii lvas. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient underwent pump exchange due to suspected thrombus. No further information was provided.